Manufacturer narrative:
Citation: poon et al. Myocardial infarction and ventricular fibrillation due to iatrogenic right coronary artery occlusion following tricuspid valve annuloplasty: a case report. Eur heart j case rep. 2020 nov 15;4(6):1-4. Doi: 10.1093/ehjcr/ytaa328. Ecollection 2020 dec. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient who underwent surgical mitral and tricuspid valve repair with implant of a medtronic 34 mm contour 3d annuloplasty ring in the tricuspid position. No unique device identifier numbers were provided. The post-operative course was complicated by recurrent ventricular fibrillation and hemodynamic instability which required a re-sternotomy and cardiopulmonary bypass. A coronary angiography confirmed right coronary artery (rca) occlusion. The occluded posterior left ventricular (plv) branch was reopened by balloon angioplasty. However, a coronary guide wire could not be passed into the posterior descending artery (pda) as it was compressed by external factors leaving a narrow slit with no access to the lumen. Subsequently, a drug-eluting stent was successfully placed into the plv branch. The patient had no further complications and pre-discharge echocardiography showed satisfactory mitral and tricuspid valves function post-repairs with no residual regurgitation with regional wall motion abnormalities consistent with a myocardial infarction (mi) of the pda branch. At 2-year follow-up the patient¿s condition remained stable. No additional adverse patient effects or product performance issues were reported.